Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its shock impedance measurements, with the value still within range. Additionally, it had less than 50% battery longevity remaining, so premature battery depletion (pbd) was suspected. Subsequently, it was this s-ICD system was explanted and replaced, with the s-ICD suspected to have migrated and possible tissue in the system components as the caused for the observed measurements. A new device was implanted. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its shock impedance measurements, with the value still within range. Additionally, it had less than 50% battery longevity remaining, so premature battery depletion (pbd) was suspected. Subsequently, it was this s-ICD system was explanted and replaced, with the s-ICD suspected to have migrated and possible tissue in the system components as the caused for the observed measurements. A new device was implanted. No additional adverse patient effects were reported. This device has not been returned for analysis. This device has been returned and analyzed.